Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 45, 162 mg/dl. Tests were done within 11-20 minutes with a difference of 100%. Patient did not experience any adverse events.